Event description:
Kmts field rep reported service error code. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor passed both isl (safety) and eit (performance) testing. Returned both batteries passed test. Returned therapy cable passed safety and eit but failed inspection for unrelated issue. The reported condition could not be replicated. There is no indication of a product malfunction. Will continue to trend for future occurrences. UDI related data quality update. Revised section h5 to labeled for single use?" Yes.